Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after an interventional angiogram procedure with a 6f sheath. Reportedly, a suture break occurred. As the physician was removing the device, the device became stuck in the patient anatomy after deployment. A vascular surgeon was called in and a cutdown surgery was performed to remove the prostyle device without incurring any vessel damage. Hemostasis was achieved via cutdown and manual suturing. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Return device analysis noted a separated foot, and the guide was separated yet was still attached by the actuator wire. Follow up confirmed the physician was aware of the separation as it occurred during removal of the device.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The suture break was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A needle to cuff miss was observed during returned analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and the subsequent treatment appear to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss resulting in the suture break/tear. Manipulation of the device and or anatomical conditions likely led to the guide break resulting in the entrapment of the device and noted damages. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.